Event description:
Additional information noted that prior to the implant of a transcatheter bioprosthetic valve a pre-implant balloon valvuloplasty wa s performed. It was also confirmed that only 1 valve was implanted within this patient. A second valve was not required. Additionally, during the procedure, an electrocardiogram (ECG) identified a left bundle branch block (lbbb). The lbbb continue in the post-anesthesia care unit (pacu) following the implant procedure. The patient denied symptoms and no treatment reported. The intra-operative echocardiogram first was taken while the non-medtronic guidewire was still in the left ventricle which resulted in mild paravalvular leak (pvl). Additional echocardiogram images were taken without the guidewire in the left ventricle and there was no pvl. No treatment reported for the lbbb or pvl. The day following the implant procedure an echocardiogram identified a well seat transcatheter valve. The leaflets were not well visualized. Trace pvl was identified but no central regurgitation. No treatment reported for the pvl. The patient was discharge 1 day following the implant procedure with a 30-day heart event monitor. During the one-week post-operative visit, the patient reported that six days following the procedure 1 episode of dizziness while shopping occurred. This dizziness resolved with rest. During the 30-day follow-up, the patient reported that the dizziness episode may have been related to the first time going out of the house after the valve procedure and the patient was nervous. The physician indicated the dizziness was not related to the procedure or medtronic products. The 30-day echocardiogram confirmed there was no central regurgitation and no pvl present. No further episodes or new symptoms had occurred. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury nor that a reportable device malfunction occurred. Therefore, this event does not meet the reporting requirements in 21 cfr 803.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; lot/serial number { (B)(6) }; product type: {0195-heart valves}; implant date { (B)(6) 2024 }; explant date {n/a}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter valve was implanted in the aortic position. A second transcatheter valve was subsequently implanted in the patient for an unspecified reason.